Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that after a surgical procedure, the bur broke in the associated attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Event description:
It was reported that after a surgical procedure, the bur broke in the associated attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
H6; the reported event, for bur break, was not confirmed as the bur was not returned for evaluation. Without the bur, the root cause cannot be determined. The quality investigation is complete.